Manufacturer narrative:
The customer¿s report of a leak was confirmed. Visual inspection showed no issues. Functional testing was performed and a fluid leak was noted at the engagement between the female luer lock and the tubing. Dimensional analysis of the tubing found it to be within specification. Further analysis showed insufficient solvent at the tubing engagement. The root cause of the leak was identified as a manufacturing issue due to insufficient solvent having been applied at the engagement of the tubing.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported leaking at the engagement of the smartsite to an extension tubing. The extension set was primed without incident and then noted to leak when it was connected to the patient's piv and flushed prior to an infusion. There was no patient harm.